Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is considered that the cable unit was damaged by the user's handling, for example, excessive force was applied. It is assumed that water entered inside the device from the damaged part, resulting in short-circuiting of the internal pcb and cable, which caused communication failure and prevents the image from being output. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and there was no information that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.